Event description:
A false positive advia centaur (B)(6) result was obtained and confirmed with repeat testing and confirmatory testing when compared to another test method. The patient sample was sent out for additional (B)(6) testing by another test method and the result was non reactive. The non reactive (B)(6) test result was reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
The cause for the discordant (B)(6) advia centaur result and confirmed positive compared to another test method is unknown. There were no significant events noted in the event log. Qc was within acceptable limits. (B)(6) qc results: negative control: <0.10. Positive control: 4.657. No further evaluation of this device is required.